Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from the 11th most proximal row onwards, distorted, lifted from the stent profile and stretched distally over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The patient had previous coronary artery bypass graft (CABG) and existing stents in the left main artery. The target lesion was located in the calcified first diagonal branch. A 2.25x28 drug-eluting synergy¿ stent was advanced through the left main into the ostium of the branch. However, the stent was caught on the calcium. The physician tried to withdraw the stent but the distal end of the stent was stretched over its most distal marker and the stent significantly damage. The stent was still secured on the balloon at the mid to proximal portion. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient had previous coronary artery bypass graft (CABG) and existing stents in the left main artery. The target lesion was located in the calcified first diagonal branch. A 2.25x28 drug-eluting synergy¿ stent was advanced through the left main into the ostium of the branch. However, the stent was caught on the calcium. The physician tried to withdraw the stent but the distal end of the stent was stretched over its most distal marker and the stent significantly damage. The stent was still secured on the balloon at the mid to proximal portion. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.